Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Cyberonics therapeutic consultant while at an office performing a programming 7.1 software upgrade reported that when he went to search for programming data after an update that "there is none there." A reset was performed during the upgrade interrupting the migration of data. Additionally, it was reported that the 7.1 programing software was not working correctly "the handheld computer would interrogate the consultants dummy generator and then he would get error messages about date and some error messages that he has not seen before." At this time cyberonics is pending receipt of the 7.1 software for product analysis.